Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with known severe pe ripheral vascular disease, the left common iliac artery and left external iliac artery were pre-treated with a shockwave balloon system, along with a percutaneous transluminal angioplasty (pta) prior to attempting to insert any larger sheath. A 14 french(fr) non-medtronic introducer sheath was then inserted and advanced up to the abdominal aorta with minimal issues. The delivery catheter system (dcs) was then attempted to be advanced, however would not pass the common iliac artery. The dcs was removed from the body and the vessel was ballooned a second time. A larger 16 fr dilator was also used. The dcs was attempted a second time, however would not pass the iliac artery. A 18 fr non-medtronic sheath was attempted to be used as a conduit for the dcs, however this was reported to have been unsuccessful. The decision was made to abort the procedure and reschedule for direct aortic access. Images were taken of the left common and left external iliac arteries. The left common and left external iliac arteries had flow limiting dissections. A series of balloons were used to open the vessel. A cutdown was performed to access, and to repair and close the left femoral. The patient was reported to have been stable throughout the entire procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that per the physician, the dissection likely occurred during advancement of the non-medtronic s heath, however it was possible that the delivery catheter system (dcs) contributed to the dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.